Event description:
The customer reported the system displayed an over voltage fault and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator driver board. The system operates as intended.